Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcm ID:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message" was not confirmed during the functional testing. The reported tcmid:06 error was not replicated during the functional testing. During a visual inspection of the thermogard console, unrelated to the reported complaint, noticed missing assembly cold well cap and level display, worn-out white rollers, and bumpers are cracked. The probable cause could be due to normal wear and tear or could be mishandling. The console is almost 13 years old and was manufactured in december 2010, past the expected service life of 5 years. The missing and worn-out parts were replaced to address the observed issues. The event log review showed the occurrence of a mid: 18 (post serial eeprom) error message as a result of the broken battery terminal observed during console evaluation. Due to the broken battery terminal, the data in the event log was partially erased. The observed issues in the event log were unrelated to the reported complaint. The thermogard console failed functional testing due to a mid:11 (post nvram) error message, unrelated to the reported complaint. The root cause for the error was a broken battery terminal, likely attributed to the age of the device. The display head processor pca was replaced to remedy the issue. During further testing, after the display head was replaced, the console displayed a tcmid:05 error message, unrelated to the reported complaint. The technical investigation determined that the root cause of the reported error message was lm 34a/b temperature sensor failure, and it was replaced to remedy the fault. After service repair completion, the thermogard console passed all functional tests without any fault or error.